Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, updated as correct aware date is 12/21/2020.

Event description:
Correction submitted on the correct aware date of file.

Event description:
Information received a smiths medical intubation/portex endotracheal tubes immediately after opening the package, the customer found a pinhole at the part where the inflation line and the tube were bonded. No patient injury was reported.